Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it, and no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The technical support team assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to get back in touch if the malfunction code appeared again, which they understood.